Manufacturer narrative:
A sample is in transit to the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported the rupture of the distal haptic of an intraocular lens (iol) upon injection during a cataract surgery. The iol was explanted 6 days later. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. An intraocular lens (iol) was returned loose in an opened peel pouch. The iol was immersed in blood and solution. One haptic was broken/torn and not returned. The optic was torn/split/cracked (cut) and was scratched/marked-rejectable. While it is not possible to determine the origin of this damage, observations reasonably suggest that it was not manufacturing related and the damage most likely occurred during the implantation process. It is reasonable to suggest that the iol was in good condition and acceptable for use by the customer prior to attempted loading. Although the reported complaint was lacking in relevant information such as associated products used, from the investigation findings, the damage observed was most likely caused by the customer during the implantation process. Based on these investigation findings, the most likely root cause was user handling and it was unlikely that the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria.